Manufacturer narrative:
The customer reports that two (2) of three (3) ups (uninteruptible power supply) have failed and one (1) caught fire. No harm to anyone and everything thing at the hospital is fine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that two (2) of three (3) ups (uninteruptible power supply) have failed and one (1) caught fire. No harm to anyone and everything thing at the hospital is fine.

Manufacturer narrative:
Manufacturer narrative: the customer reports that two (2) of three (3) ups (uninteruptible power supply) have failed and one (1) caught fire. No harm to anyone and everything thing at the hospital is fine. A new ups has been sent to cutsomer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Burned ups not yet evaluated.